Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown magnum head p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03091, 0001825034-2017-03093.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. The head and taper were removed and replaced with a titanium sleeve, ceramic head and active articulation poly. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown stem catalog#: ni lot#: ni; unknown head catalog#: ni lot#: ni; unknown cup catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report is a duplication. The initial report should be voided as it was submitted in error. The event has been reported in 0001825034-2017-01951.